Event description:
It was reported that during a da vinci si hysterectomy procedure, a piece of broken cable from the fenestrated bipolar forceps instrument fell into the patient. The broken cable was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the pitch up cable broken at the distal clevis hub. The cable segment that contains the crimp is missing from the hub. As a result of the breakage, the pitch down cable is loose from loss of tension. The other cables at the wrist are not damaged.